Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03902. It was reported that stent thrombosis occurred. In (B)(6) 2016, a 2.25 x 38 synergy ii and a 2.75 x 12 synergy ii drug-eluting stents were implanted at the coronary artery. Post-dilation was then performed with a 2.5 nc balloon catheter. The procedure was completed and the patient was given plavix. The following day, prior to discharge, the patient experienced ventricular tachycardia. Thrombosis in the implanted stents was noted. The thrombosis was treated and flow was restored. No further patient complications were reported and the patient's status was stable.